Event description:
The user indicated an issue with the device, however based on the available information the exact issue could not be identified. The issue did not cause or contribute to a death or serious injury.